Event description:
The customer contact reported the ground pin missing on the ac power cord plug. The pump was returned to the clinical engineering department with an unsigned note that stated, "ac power cord missing ground pin." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground pin on the ac power cord plug was missing. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. A visual inspection found that the ground pin on the ac power cord was missing. The power cord was replaced and the pump passed testing. (B) (4)